Manufacturer narrative:
Unit received with button error alarm and had unresponsive escape, act, up and down buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to unresponsive buttons. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 373 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.